Event description:
Procedure: vats. According to the reporter: after the several firing was done with no problem for gastric tube a doctor found it could not start to fire at all and any staple would not be released from idrive handle. After replacement of sulu, no problem was confirmed to complete the case with no problem. No patient harm. The patient current status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device could be removed properly from the tissue. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).